Manufacturer narrative:
No product sample. Picture, video or any other evidence was shared by the customer. Based on the device history report (DHR) lot review, it was confirmed that is issues is related to insufficient solvent applied during manual process assembly in manufacturing.

Event description:
The event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where the reporter stated that they had two incidents where the tubing has come disconnected from the filter with the 1.2 micron filter set and the tubing that goes to the patient. It occurred right at the junction between the tubing and the filter. They have been told that this was the same place disconnections had occurred in other instances. The event was noted during infusion. Thus, there was patient involvement, no human harm and there was delay in therapy.